Manufacturer narrative:
Section h4: h4 - device mfg date. The field service representative (fsr) inspected the instrument, found that the cc cuv dry tip was dirty, and resolved the issue by replacing the part. The module function was verified with a control run. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the cc cuv dry tip did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) or the cc cuv dry tip was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 for one patient. The following data was provided (customer¿s reference range - 1.2-2.6 mg/dl): sample ID (B)(6) on (B)(6) 2022. Initial result = 7.961 mg/dl, repeat result = 1.873 mg/dl. No impact to patient management was reported.